Event description:
It was reported that the patient experienced 5 line blocked alarms that would not resolve with current cassette option and upon replacing the tubing, it was identified that the cannula was kinked. Reporter stated the tubing was not kinked and the infusion set was discarded. The issue was resolved following the cleo replacement. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.